Event description:
Legal counsel for the patient reported patient underwent a total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, discomfort and soreness. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05497 & -2014-00020).

Event description:
Legal counsel for the patient reported patient underwent a total hip arthroplasty on (B)(6), 2009. Patient's legal counsel further reported patient was revised on (B)(6), 2013 due to patient allegations of pain, discomfort and soreness. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted a dislocation and the presence of a fusion sac with bloody fluid, synovitis and metal debris. The modular head and taper adapter was removed and replaced.